Event description:
Pt underwent embolization to treat a sphenoidwing meningioma. Procedure was completed. Immediately following the embolization, the pt became bradycardiac. Oxygen and blood pressure was normal. Pt became hemi-paralytic. 4 platinum coils were used in this procedure along with 100-300 microns size embospheres.